Manufacturer narrative:
(B)(4). A verification of failure mode reported in the current manufacturing process was conducted as follows: 300 samples were taken from the current production; the samples were visually inspected, and issue reported "broken/cracked - other" was not observed in the current manufacturing process. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "cuffs popping. The issue was identified during use. There was no reported patient harm or consequence."